Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station¿s door was failed frequently. The field service engineer (fse) had arrived onsite and unlocked the auxiliary tower to access the latch column. The station was powered down, and the fse disconnected all harnesses from the mini switches. A faulty latch assembly was removed and replaced with a new unit. Remaining mini switches were cleaned, and all harness connections were tightened and reconnected. The latch column was reinserted, and the auxiliary tower was locked. The station was then powered up, and the fse logged in to perform functionality testing using the hardware test application (hta). All functions tested successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower door was failed frequently. The customer stated that this malfunction caused a delay in dispensing medication to patients. The user managed to dispense medication from another station. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a door was failed repeatedly. The customer stated that the user was able to retrieve medication from another station and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.